Event description:
During a laparoscopy for a pelvic mass, the pt's descending colon was perforated upon entering of the abdomen. A laparotomy was performed to repair the colon. The possiblity of having to do an open surgery had already been discussed prior to the surgery.